Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that a computer , system control board, and power switching board were replaced. The suspect part have not been receive by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the image acquisition system (ias) of the imaging system powered off. Rebooting the system resolved the issue. Issue occurred prior to a patient being present. There was no patient present at the time of the issue.

Manufacturer narrative:
The computer for the imaging system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The power switching board for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The system control board was returned to the manufacturer for evaluation. Testing found that the power did not latch and engage the system immediately intermittently when connected to a known operational imaging system.